Event description:
An aspiration failure occurred during a cataract extraction procedure. The capsule ruptured and a vitrectomy was subsequently performed. The cataract could not be removed as planned. The pt has been referred to a retinal specialist.